Manufacturer narrative:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received information from the patient alleging that the patient has dry sinus and humidifier not working. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. No other clinical information or medical interventions were reported. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury, as defined in 21 cfr 803. The device was returned and evaluated and found no issue with device. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received information from the patient alleging that the patient has dry sinus and humidifier not working. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service centre. The customer complaint is replicated. There was no error has been identified. The device was scrapped. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received information from the patient alleging that the patient has dry sinus and humidifier not working. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.